Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) is emitting a constant tone and displaying a programmer message indicating the device is charging. A 2920 programmer was used with the same result. The physician moved the paitent to another room but the problem persisted. The device information was downloaded to a disk and sent to guidant for analysis.